Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe did not cut during a procedure. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. A console representing the current software version was used to test the sample. When connected to the console the radio frequency identification device (rfid) tags illuminated green, verifying proper light-emitting diode (led) recognition from both rfid connectors. A block reader was then used to interrogate the rfid's programmed information, which was found to be correct for the build lot of the rfids. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. An action was opened to determine a root cause and corrective action was implemented for complaints of a similar nature. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).